Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. It was reported that the representative tried cycling the power to the programmer, plugging/unplugging the wand, entering the software application prior to interrogating and plugging the programmer into a different outlet - all were unsuccessful. It was reported that the patient received 6 shocks two days previously and that the last office visit was approximately one year ago. The programmer appeared to be attempting to interrogate the device. The device was emitting r wave synchronous beep tones.technical services explained that due to the inability to interrogate and the beep tones, the device may not be able to provide critical therapy and should be replaced. Guidant received subsequent information that the ICD was explanted and replaced with a new guidant ICD.